Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10.as part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results.the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found.the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the product was a manufactured prior to countermeasures due to a change in the op-amp circuit design of the patient dr board, it is likely that only the 180 scopes no longer produce images due to a failure of the op-amp. The change in design was on april 16, 2018olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation and confirmed the reported no image with 180 endoscopes due to a defective patient board set. Additionally, the a software upgrade is recommended and the front panel labeling is illegible. A review of the device's repair history shows no previous repair records. The device was purchased on (B)(6) 2016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, the evis exera iii video system had no image when used with 180 series endoscopes. There was no error message. 190 series endoscopes worked fine. No patient injury or harm was reported.